Event description:
It was reported that the right atrial (ra) lead had poor sensing. The ra lead was capped and replaced. During the revision procedure, the replacement ra lead also had poor sensing throughout the atrium. The ra lead was not implanted and a competitor lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).